Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. It should be noted that the medical team was performing cardiopulmonary resuscitation (CPR) during the intervention. During the procedure, the physician reported that the catrx was not aspirating well. Therefore, the catrx was removed from the patient and tested in saline. The physician then decided to discontinue use of the catrx and continue the procedure using a new catrx. It was reported that the new catrx successfully opened the target vessel. However, the patient was already in "bad condition" and had gone into cardiac arrest prior to the procedure. As a result, the patient expired. It was reported that the catrx did not cause or contribute to the patient's expiration.